Manufacturer narrative:
(B)(6). (B)(4). Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and surgeon noticed epithelial ingrowth in both eyes with some erosion on the periphery of the flap tissue on surgery day. The flaps were lifted and washed with balanced saline solution (bss). Surgeon removed the sub-epithelial layer by performing a secondary pass on the same day of surgery. Surgeon prescribed cortical steroid drops, antibiotic drops and tear drops. At one week post-op the patient is doing well with no loss of visual acuity (va). All the information available were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.